Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that the site was trying to have the imaging device and navigation device communicate ans could not get a green line. The ip addresses were checked and they were set up to communicate. The bulkhead connector was attempted to be bypassed, but it was not possible. The site already tried swapping ethernet cables with no resolution, the medtronic representative (mr) was going to use a known good ethernet cable. The site pulls images on the navigation device from electronic picture archiving and communication systems (pacs), and that was still functioning normally, so the mr checked the mobile view station (mvs) bulkhead connector for damage and tried bypassing that. He also checked if a ping test passed from the mvs to the navigation device. The surgery was completed without the use of the navigation device and there was no impact on patient outcome. The mr reported that the navigation connection was on another navigation device as there was a demo there previously. Communication was established once changed to this navigation system.